Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda. The unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a single leaflet device attachment (slda) that required intervention to reduce mr and stabilize the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was challenging. The clip delivery system (cds) was advanced to the mitral valve and good leaflet insertion was visualized and reduction of mr was noted. The clip was successfully deployed; however, following clip placement echocardiography was performed and mr was noted to have increased. A single leaflet device attachment (slda) was noted as the clip had detached from the posterior mitral leaflet (pml). Two additional clips were inserted to stabilize the first clip reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.